Event description:
On 7/1/97 rptr received report results on a biliblanket which a father states burned son. Home health nurse, picked up phototherapy unit. Father told her that his son had been burned. 5/31/97 father noticed infant's back was red when child was picked up. Parents took child to a pediatrician. Dr. Advised redness on back was like that of a mild sunburn. 6/2/97 nurse went to get unit. Father had continued to use unit after noting redness and did not notify agency until 6/2/97. Father did not let home health nurse look at burn on infant. He did not want child disturbed. If should be noted MFR advises infant should be rotated every 2 hours. It cannot be determined, at this time, if infant was left on back for a prolonged time period or not.